Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Visual inspection was performed and the device was in used condition. Review of the event history log showed the door not locked alarm. Functional testing confirmed the customer's problem of latch lock sensor not functioning. The most probable root cause was damage to the latch lock sensor due to contamination. The latch lock sensor was replaced, software updated, and the device passed all testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch lock sensor failed. No customer damage was reported. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.